Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4, g4: model number is not sold in the us but similar device is sold under model am6127. This product was used for the product code, and 501k.

Event description:
An email was received regarding an ext set, pur yellow, smallbore w/6-port nanoclave manifold, clave¿ clear, nanoclave stopcock, stating, that on an unknown date, the screw thread was broken, causing leaks. There was no patient harm reported.